Event description:
It was reported that revision surgery was performed due to pain and difficulty walking.

Manufacturer narrative:
The combination of parts used in this case constitute an off label application in the USA.